Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels of over 400 mg/dl. Reportedly, the issue was resolved. Customer declined to proved additional information. Multiple attempts were made to follow up with the customer; however, no response was received.